Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during the case, the patient experienced a pericardial effusion (pe) which was discovered on intracardiac echocardiography (ice) and confirmed with the soundstar catheter. A pericardiocentesis was performed and "roughly 200 ccs" of fluid was removed from the patient. According to the biosense webster inc. (Bwi) representative, the patient was stable at the time of the call and they were going to check on the patient later, on how much fluid was collected to ascertain whether surgery is necessary. They reported that a stsf catheter, a 20 pole lasso nav catheter, a cs bidirectional catheter, a decanav catheter, and a soundstar 8f ge catheter were used in the case; however, none of the catheters are available for return as they were discarded. The product code and lot number of the stsf catheter and soundstar are not available. The physician¿s opinion on the cause of this adverse event was that it was most likely procedure related as he was unsure at the time of the event. The patient required extended hospitalization because of the adverse event and stayed overnight. Transseptal puncture was performed. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. The event occurred during the post ablation phase. Irrigated catheter was used in the event and the flow setting was standard sf settings. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Visitag and vector force visualization were used. Visitag module was used, parameters for stability used was 3,3,3 mm. No additional filter was used with the visitag. Color option used prospectively was fti.